Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.